Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced redness on the buttocks, had a little ball, inflammation, itching and secretions came out. The patient's mother contacted the doctor who prescribed an ointment nebacetin to be used at the site.